Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sutures did not deploy. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned deployed. The body of the device and the plunger were returned. The suture with posterior needle tip, link and cuffs were not returned. The anterior needle tip was found damaged. There was no other damaged detected with the lever, guides, foot or sheath that would contribute to the report of how the sutures did not deploy. The damage detected at the anterior needle tip is consistent with the cuff detaching from the needle during deployment. A needle to cuff detachment also prevents completion of suture deployment and may appear to the user as a cuff miss. In the deployment sequence, when both cuffs are captured during needle deployment, the posterior needle tip with the rail end of the suture are pulled via the link to the anterior cuff attachment through the tissue and into the preformed knot (non-rail end of suture) creating the loop. A needle to cuff detachment can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy or aggressively deploying or removing the plunger. The returned plunger was reinserted into the device to test the needle trajectory, depth and mandrel travel and the results were acceptable. The needle trajectory of each device is inspected twice during manufacturing. Based on the investigation of the device and the inspection criteria, the needle to cuff detachment experienced during use appears to be related to the operational context during use of the product. There does not appear to be any indication of a product quality problem. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for needle to cuff miss for this lot. To assure that all products perform according to specifications they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.